Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a dental procedure, the bur head fractured. An alternative bur was used to complete the surgery successfully. It was also reported that there was no surgical delay and no adverse consequences as a result of this event.